Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to a wound closure survey source conducted, patients experienced minimal local inflammation.